Event description:
Ous MDR - after an implantation period of about 59 months, oversensing was reported. No adverse patient side effects were reported. The device is under analysis at the moment.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 25.5 cm distal to the is-1connector pin. A proximal and a 41 cm long distal lead fragment were returned for analysis. At the proximal end of the distal fragment approx. 1 cm of insulation was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal part of the lead the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation of artifacts during pacing as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. During further investigations multiple damages were found which most likely occurred during the explantation procedure. These include e.g. The deformations of the distal shock coil or the deformations of the conductor cables. The analysis did not reveal any sign of a material or manufacturing problem.